Event description:
The customer observed a falsely depressed sodium result generated on the architect c4000 processing module for one sample. The following data was provided: sid (B)(6) initial result = 111 mmol/l, repeat = 143 mmol/l the discrepant result was reported out of the laboratory. No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Manufacturer narrative:
The field service representative (fsr) inspected the instrument and found the nozzle c4 #1, #4, #5 was clogged. The fsr replaced the part which resolved the issue. No additional discrepant result issues have been reported since the service activity was completed. Return testing was not completed as returns were not available. An instrument service history review revealed no additional erratic or discrepant patient results reported for (B)(6) . There were no service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending of the architect c4000 did not identify any trends associated with the complaint issue. A review of tracking and trending for the nozzle c4 #1, #4, #5 did not identify any trends. A review of the manufacturing documentation did not identify any issues associated with the complaint issue. Labeling was reviewed and found to be adequate. Based on the available information, no systemic issue or deficiency of the architect c4000 processing module for serial (B)(6) or the nozzle c4 #1, #4, #5 was identified.

Event description:
The customer observed a falsely depressed sodium result generated on the architect c4000 processing module for one sample. The following data was provided: sid (B)(6) initial result = 111 mmol/l, repeat = 143 mmol/l. The discrepant result was reported out of the laboratory. No impact to patient management was reported.